Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced possible right extension fracture. This extension was replaced on (B)(6) 2011. At a later time, ipg and he left extension were also replaced. Reason for fracture was not explanted. The pt recovered without sequela.